Manufacturer narrative:
The device was not returned to olympus for evaluation. However, review of the instrument history showed the customer purchased this device on (B)(6) 2015. To date, there has been no service records recorded in the database. The cause of the reported event cannot be conclusively determined. This will be supplemented when new information becomes available.

Event description:
The user facility reported that during setup, they found the power switch on the image processor or light source was broken. The power switch was stuck in the on position. The internal power button needs to be replaced. There was no patient involvement. No additional information has been provided at this time.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-0328. The device was returned for evaluation. The evaluation found failure of the power supply switch and pin corrosion due to a defective sliding mechanism. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, the potential cause of the reportable malfunction, no image; was attributed to excessive force applied to the power switch. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.